Event description:
Dealer states the university that purchased the chairs just unpacked chairs. Back to school and found that a hinge pin is missing from the bottom position on each side of the front riggings.